Manufacturer narrative:
Product ID 3877-60, lot# 0205799991, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that during a trial procedure, the lead was successfully introduced into the epidural space. No apparent problems were encountered during insertion. The lead was connected to a multi-lead trialing cable and impedances were tested. At 0.7v all electrodes were out of range (>10,000ohms). Re-testing at 1.5v indicated that electrodes 0-4 were out of range. Electrodes 5-7 were "high" (around 12,000ohms). The lead was then programmed with 3(+), 4(-), 5(+), 210us, 60hz and the patient indicated no sensations were felt up to 10.5v. The program was adjusted to 5(+), 6(-), 7(+) and the patient indicated some stimulation was felt, confirming that the trial connecter appeared to work but that the lead may have had some problems. The lead was removed from the patient and exchanged for a new lead. The second lead insertion was successful, electrode impedances were found to be in range and the on-table testing was successful in generating parasthesia over the patient's painful area. The trial procedure was subsequently completed as standard. It was noted that with both leads the hcp exchanged the white tipped straight standard stylet for the green and blue (firmer, bent) tipped stylet. It was reported that there was no patient injury, though the patient was on the table a little bit longer due to the replacement.